Event description:
Rn attempting to straight cath pt. Upon removal of catheter, the guidewire was noted to be poking through the tip of the catheter. Insertion was smooth, not any resistance, a small amount of bleeding was noted in the peri-area.